Manufacturer narrative:
E1 - (B)(6) hospital (B)(6). E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during preparation for a therapeutic laparoscopy procedure, the subject device had image deflection. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: light guide of the distal end has dents and the insertion tube has dents. Based on the results of the investigation, it is likely the following led to the malfunction: electronic component part of the insertion part. A final root cause of the light guide of the distal end has dents and the insertion tube has dents could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information from the customer.